Manufacturer narrative:
The device remains implanted; therefore no device analysis was performed. The elective replacement indicator (eri) triggered earlier than intended. The wireless software update was performed clearing the elective replacement indicator (eri) message. The device is providing therapy.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s controller displayed the ¿replace generator soon¿ message. An abbott rep was able to verify that the patient controller was displaying a false error message. The patient controller and app were both updated to the latest version. The ipg status was checked on the controller which displayed it was good.